Event description:
The pt developed an infection and repeatedly tested positive for staph epi. The facility attempted to treat through the infection; however an attempt to exchange the cannula was performed. During the surgery an abscess was found and the device was removed.